Event description:
It was reported that a battery in cardiosave intra-aortic balloon pump (iabp) was completely dead and did not charge during use on patient. There was no impact on the therapy.

Manufacturer narrative:
Due to character limitation in e1 - full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6 medical device ¿ problem code.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(health effect ¿ impact codes). A getinge field service engineer (fse) inspected the device and unit was not placed in cart correctly to allow charging. The unit main system was not seated correctly to allow the batteries to charge. Once the fse corrected this the unit was able to charge correctly not parts needing to be replaced. All functional and safety checks to meet factory specifications were performed.

Event description:
N/a.